Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tensile stress and bending stress generated with removal might have been locally applied on the tip of the prowater guide wire while the wire tip formed a loop and was trapped due to anatomical condition and moderately calcified lesion. Consequently, the wire tip was fractured. It was concluded that the reported event was not attributed to the product quality. Additional treatment by stenting was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that an asahi prowater guide wire was used for a percutaneous coronary intervention (pci) to treat a moderately calcified and mildly tortuous 75% or less stenosis in the ramus intermedius (ri). The prowater guide wire formed a loop at the proximal ri. An attempt was made to straighten the loop by pulling the guide wire. The tip of the prowater guide wire was detached and remained in the artery. A stent was deployed to embed the fragment against the vessel wall. It was informed that there was no adverse patient effect associated with this event and the patient was discharged.